Event description:
It was reported that the patient presented with myocardial infarction. Angiography revealed a 99% stenosed lesion in the proximal left anterior descending artery. Pre-dilatation was performed and the 3.0 x 18 mm xience v stent was deployed. Angiography revealed 0% residual stenosis and timi iii flow. The patient was taken to the recovery room; however, approximately 10 minutes later, developed chest pain and st elevation. The patient was returned to the cath lab and angiography revealed 100% occlusion with thrombosis in the previously placed stent. Further dilatation was performed, which improved the flow and resolved the chest pain. The patient then developed ventricular fibrillation, and was defibrillated once and returned to normal sinus rhythm. A 3.0 x 28 xience v stent was implanted to overlap the previously placed stent, and post-dilatation was performed. Angiography revealed 0% residual stenosis and timi iii flow. Integrilin was added to previous medications, and patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, thrombosis, and ventricular fibrillation (arrhythmias), as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.